Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The attached complaint form was returned to ra by the product specialist today the (B)(6) 2016. It is indicated on the form that the product specialist was aware on the (B)(6) 2016 but this is not possible as the procedure date is the (B)(6) 2016 and it is indicated that the rep was present at the time of the event. The (B)(6) will be used as the mdt aware date for the moment but clarification of this will also be requested from the product specialist. On the complaint form there is no information included for the reported issue so this will also be confirmed with the rep. It is indicated that there was one affected unit and it will be returned to (B)(6) via (B)(6). Another manufacturer's reinforcement material was not used in conjunction with the stapling device. The procedure is a gastro bypass surgery and the anatomy involved is the stomach no other patient information was provided. The current patient status is indicated as unaffected. Did the difficulty result in unintended colostomy, formal laparotomy, reoperation etc. No the following additional information was also provided: no unanticipated tissue loss no unanticipated extension of the incision by more than 1 inch no unanticipated blood loss of more than 500cc surgical time was not delayed by more than 30 minutes as a result of this problem. Device fragment or component falling into the patient's cavity staples fired remained in they think (will confirm this with the rep) no device fragment was left in the patient if applicable what was done to correct this condition? No need for corrective action. Additional information requested via email - 1. Can you confirm that product is available and will be returned for evaluation. 2. Provide a detailed description of the incident. 3. Did the device fire the full linear range of the reload? 4. Did the device partially fire? 5. Was there poor staple formation? 6. Was the staple line incomplete? A) if yes, how was the incomplete staple line fixed (over sewed, resected & re-stapled, conversion to open procedure, etc)? B) if the staple line was over-sewn or tissue was resected, was this done to preclude permanent impairment to a body function or permanent damage to a body structure? 7. Did the jaws of the device get stuck and lock on tissue? A) if yes, how was the instrument removed from tissue (cut off, pried off with an additional tool, they were able to work it off the tissue, etc)? 8. Could you please provide the UDI# (see attached, red box) for the handle used in the procedure? 9. What is the product ID and lot number for the reload used with this stapler? If the customer cannot supply the product ID or lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload? 10. Could you please provide the UDI# (see attached, red box) for the reload used in the procedure? 11. Was any reinforcement material used in conjunction with the stapling device? A. If yes, what was the brand of the reinforcement material used? B. What was the item code and lot/serial number of the reinforcement material? 12. What is the patient age, weight, gender, race, ethnicity, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? 13. What is the last known patient status? 14. Was there any unanticipated tissue loss as a result of this problem? 15. Was there any tissue damage asa result of this problem? A. If yes, describe the damage and provide details on how the damage was treated/corrected. B. If yes, is the damage permanent/irreversible? 16. Was there blood loss of 500cc or more due to the product problem? A) if yes, did any additional blood loss resulting from this product problem require a blood transfusion? 17. Was surgical time extended by more than 30 minutes due to the product problem? A) was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) 18. Was the device reprocessed or re-sterilized prior to use? 19. Are any photos of the device available?